Event description:
It was reported that the stent thrombosed and the patient experienced speech issues. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After implantation of the stent, there was plaque prolapse identified and the physician placed an additional stent to cover the plaque prolapse. The day following the tcar procedure the patient experienced speech issues and imaging revealed thrombus within the stent. The patient was placed on heparin.

Event description:
It was reported that the stent thrombosed and the patient experienced speech issues. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After implantation of the stent, there was plaque prolapse identified and the physician placed an additional stent to cover the plaque prolapse. The day following the tcar procedure, the patient experienced speech issues and imaging revealed thrombus within the stent. The patient was placed on heparin.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.